Event description:
The reporter stated that set did not infuse during administration of d5 with normal saline. This was to keep the line open for administration of antibiotics. There was no change in the pt status. The IV was still patent.